Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the synergy ous mr 3.0x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found two struts towards the centre section of the stent damaged; lifted on one side and pulled distally. Struts on both proximal and distal ends appeared slightly distorted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube profile and shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-oct-2016. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. After pre-dilatation, a 3.00x38mm synergy stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.